Manufacturer narrative:
The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was unknown if the patient was hospitalized for the event. The cause of peritonitis was unknown. The patient was treated with vancomycin (1gm, route, frequency and duration not reported), meropenem (1gm route, frequency and duration not reported) and amikacin (125 mg, route, frequency and duration not reported). It was not reported if pd therapy was ongoing. At the time of this report, the patient outcome was unknown. No additional information is available.